Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a f/u report.

Event description:
Our rep is reporting to use that during an arthroscopic shoulder repair, while the surgeon was attempting to deploy the helix ti into the bone hole, he noted that there was a hair sized metal filing wrapped around the threads of the anchor. The surgeon used graspers to remove the foreign material from the anchor and continued the deployment of the fixation device. The procedure was concluded successfully without further issue or harm to the pt. Complaint device discarded at user facility.